Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged ems dispatched/ambulance for low bgs found on 23-sep-2024 (per ss event date). As per customer's note: customer returned pump for an alleged ems dispatched/ambulance for low bgs found on 23-sep-2021 or 23-sep-2022 (event happened 3 years ago). On svn#: (B)(6) - customer returned pump for an alleged ems dispatched/ambulance for low bgs found on 23-sep-2023. On svn#: (B)(6) - customer returned pump for an alleged ems dispatched/ambulance for low bgs found on 23-sep-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/16/2024 to 09/25/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(6) ss event date 23-sep-2024, customer event date of 23-sep-2021 or 23-sep-2022, related svn#: (B)(6) event date 23-sep-2023 and related svn#: (B)(6) event date 23-sep-2022. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the primary svn#: (B)(6) ss event date 23-sep-2024, customer event date of 23-sep-2021 or 23-sep-2022, related svn#: (B)(6) event date 23-sep-2023 and related svn#: (B)(6) event date 23-sep-2022 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer called 911 for treatment. The event involved products mmt-1715kl, mmt-397a and mmt-332a. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-397a. No product return is required for mmt-332a.